Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was admitted to the hospital for status epilepticus and was waiting for vns generator replacement. It was noted that the patient is not able to keep up his op appointments due to frequent seizures. The generator was replaced and the reason was marked as prophylactic; intensified follow up indicator (ifi) = yes; on the implant form received. The explanted generator has not been received to date. Information was received that the believed relationship between the status epilepticus and the vns is related to low battery and end of service, as well as "other: unable to obtain anti-seizure medication due to insurance issues. When asked about other factors contributing to status, it was noted;yes, medically refractory, unable to obtain new medications like [illegible medication] and postictal state making him forget to take his medication. No additional relevant information has been received to date.